Event description:
It was reported the lead had been showing a progressive rise in impedance as well as elevated pacing thresholds. Because it was "too much for the patient's anatomy" to insert a new lead in the same vein, a new single chamber device and lead were placed on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.